Event description:
The following was reported to gore: on (B)(6) 2023, a patient was implanted with 6mm x 5cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat stenosis of arteriovenous fistula. The viabahn device was advanced via long sheath to target lesion. After long sheath was removed, the physician deploy viabahn device by pulling the deployment line. It was broken when pulled out around 40cm. It was found the endoprosthesis was fully expanded. The delivery system could be removed out of patient. The patient tolerated the procedure. It was reported no deployment line was left inside patient. The remaining deployment line was all in the delivery system. The physician couldn't pull out the deployment line on the hub outside the patient.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19- the primary reported complaint of a broken vsx device deployment line, occurring after successful deployment of the endoprosthesis, was confirmed. Photographs provided from the clinic and evaluation of the returned vsx device confirmed breakage of the deployment line. Two deployment line segments were returned with the vsx device. Broken fibers and bunching observed in the returned segments are consistent with breakage under tensile loading. The specific cause of the tensile loading cannot be established, though the damage observed and the report of inability to pull the remaining deployment line out of the delivery system after the initial breakage are consistent with the deployment line being ¿caught¿ in/on the delivery system during withdrawal. In addition to the two deployment line segments included with the returned vsx device, photographs provided from the clinic indicate that an additional deployment line segment (not returned) attached to the deployment knob was present. The sequence of events, including manipulation of the device after the procedure, resulting in breakage of the deployment line into multiple segments is not clear. Therefore, the mechanism of the deployment line breakage cannot be established with the information available, including evaluation of the returned vsx device, photographs, and radiographic image.